Event description:
It was reported that post a coronary stenting treatment procedure the patient experienced restenosis. The target lesion was in stent restenosis of an unknown size liberte stent. It was 99% stenosed with no calcification and moderate tortuousity in the proximal left anterior descending artery. A flextome cb monorail was unable to cross the lesion. Then a non bsc balloon catheter was advanced to lesion for treatment. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).